Event description:
Ous MDR - multiple inappropriate shocks were noted. The iegm shows marks of both atrial and ventricular signals in the ventricular channel and resulting erroneous detection of vf. With x-ray check a ventricular lead dislodgement was confirmed. The patient underwent lead repositioning on (B)(6) 2014, but due to the cohesions of the lead in the subclavian area it was not possible to move it. Therefore a new lead was inserted with a new vein puncture on the opposite site (left access was occluded).

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.